Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential patient safety issue. The device was subsequently returned to ams and analyzed. The info from this failure analysis was received on (B)(4) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap detached. The fiber melted and parted at the cap. The shrink tube melted and burned. This device failure is associated with a lack of cooling. The root cause of the device failure was determined to be heat accumulation. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2010, there diminished tissue vaporization due to buried calculi; there was a bright flash at 68,321 joules. A failure analysis, conducted by an (B)(6) quality engineer, disclosed that the fiber cap detached.